Event description:
It was reported that the bd alaris¿ pump module syringe adapter set tubing was defective and couldn't connect to the syringe. The following information was provided by the initial reporter: "we have a defective lot of tubing." "Pulling from both parts. The threading on the very top of the set where the syringe twists on is made incorrectly so they syringe doesn¿t lock in, it just spins and falls off."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing defective could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010483 lot number 21106167 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module syringe adapter set tubing was defective and couldn't connect to the syringe. The following information was provided by the initial reporter: "we have a defective lot of tubing." "Pulling from both parts. The threading on the very top of the set where the syringe twists on is made incorrectly so they syringe doesn¿t lock in, it just spins and falls off."